Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-02231. It was reported that the patient presented for a generator change out procedure. During procedure, insulation breaches were noted on the atrial and right ventricular leads. The leads were capped and replaced. The patient was in stable condition.